Event description:
A distributor in france reported that a customer's pump had a broken and non-functional touchscreen, which remained black and unreadable, although the pump itself would start, charge, and be recognized by a computer. There was no reported impact to the customer's blood glucose level. The device is being returned, and a replacement pump has been provided with a specified serial number.